Manufacturer narrative:
Follow-up # 1, the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultraeasy meter read inaccurately low in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy occurred two weeks prior to contacting lifescan, and claimed that the patient obtained an unknown result on the subject meter which was inaccurately low in comparison to a result of ¿167mg/dl¿ obtained on a lab device. The two tests were performed more than 30 minutes apart. The patient manages his diabetes with fixed insulin doses and the reporter claimed that ¿two weeks prior¿ to contacting lifescan, the patient skipped taking his ¿rapid insulin¿ dose as a result of the alleged meter issue. The reporter detailed that ¿5 days¿ after the alleged inaccuracy occurred, the patient developed a symptom of ¿eye problems¿ however denied that he received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hyperglycemic event after the alleged meter issue occurred.